Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient's sister reported that, the pump had run out of insulin, prior to the hospitalization.

Event description:
The patient was hospitalized for elevated blood glucose levels.